Event description:
It was reported that three of the foley catheters were found to be leaking after inserting in different patients. Per additional information received via email on 28feb2022, nurse reported that over the past two weeks they had three foley catheters which were found to be leaking when inserted on two male patients and one female patient. Nurse reviewed the procedure to ensure that they were being placed correctly and just wanted to see if there were any other factors.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Surestep foley tray system tm bardex® i.c. Complete care® infection control foley catheter tray with bard® hydrogel and bacti-guard®* silver alloy coating 16 french size this preconnected closed system foley tray contains: ¿ bardex® i.c. Anti-infective foley catheter¿ ¿ statlock® foley stabilization device ¿ anti-microbial control-fit¿ outlet device ¿ 350 ml urine meter ¿ bacteriostatic drainage tube ¿ bacteriostatic collection bag (2500 ml) ¿ 3 foam swabs ¿ povidone-iodine packet¿¿ ¿ peri-care kit ¿ soap towelettes / hand sanitizer do not resterilize consult instructions for use single use sterilized using ethylene oxide contains or presence ofnatural rubber latex ¿caution: this product contains natural rubber latex which may cause allergic reactions. ¿¿warning: do not use if allergic to iodine. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Store at room temperature. For urological use only. Bard, bardex, complete care, control-fit, ez-lok, statlock, and surestep are trademarks and/or registered trademarks of c. R. Bard, inc. (B)(4)." The device was not returned.

Event description:
It was reported that three of the foley catheters were found to be leaking after inserting in different patients. Per additional information received via email on 28feb2022, nurse reported that over the past two weeks they had three foley catheters which were found to be leaking when inserted on two male patients and one female patient. Nurse reviewed the procedure to ensure that they were being placed correctly and just wanted to see if there were any other factors.